Manufacturer narrative:
The field service engineer (fse) ran a precision check successfully. The investigation is ongoing.

Event description:
Here was an allegation of questionable ca2 calcium gen.2, gluc3 glucose hk gen.3, tp2 total protein gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial results were reported outside of the laboratory. The patient had another sample collected and the results were interpreted as normal. This prompted the customer to repeat the initial sample. On (B)(6) 2022, the initial calcium result was 6.69 mg/dl, the initial glucose result was 73.2 mg/dl, and the initial total protein result was 4.64 g/dl. On (B)(6) 2022, the sample was repeated and the calcium result was 9.45 mg/dl, the glucose result was 102 mg/dl, and the total protein result was 6.53 g/dl. The repeat results were deemed correct. The calcium reagent lot is 645917. The glucose reagent lot is 629487. The total protein reagent lot is 635652. The expiration dates were requested but not provided.

Manufacturer narrative:
The calcium reagent expiration date is 30-sep-2023. The total protein and glucose reagent expiration dates are 31-jul-2023. Total protein calibration was last performed on (B)(6) 2022. Glucose calibration was last performed on (B)(6) 2022. Calcium calibration was last performed on (B)(6) 2022. The customer stated that qc was acceptable. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.